Event description:
A rep from the rental co stated the device was returned to them for too many high pressure alarms. There were no allegations regarding pt safety. Discharge planner stated the reported problem was: device was alarming too much for high pressure and disc/sense. Rt stated there were no pt safety concerns.